Manufacturer narrative:
On (B)(4) 2011, the bed passed quality control (qc) checks and met specs prior to being placed in storage at the facility.

Event description:
On (B)(6) 2011, the following was reported to kci by the nurse: on (B)(6) 2011, the pt was admitted to the ICU from the operating room with an order to be placed on rotoprone therapy. At 1:23 am, a call was made to kci to order the bed. A kci rep informed the nurse that the kci customer service rep was making a delivery in another city. The nurse was told to use a kci rotoprone bed that was in storage at the facility. After the pt was placed, the facility claimed the bed would not rotate. The nurse reportedly called kci customer technical services for assistance, however, troubleshooting did not resolve the issue. A kci customer service rep arrived at the facility and determined that the shipping blocks had been left on the bed preventing the bed from rotating. The rep removed the shipping blocks, and the bed was able to rotate. On (B)(6) 2011, approx 2 days later, the nurse noted a deep tissue injury (dti) to the pt's coccyx. The nurse claimed that the dti may have been attributed to the pt laying supine on the bed for 4-5 hours while the bed would not rotate. On an unk date, the pt was discharged in good condition with a resolving dti to the coccyx.